Event description:
The international customer sent the v60 unit to repair for occurrence of led failure, which was identified during inspection prior to use in the hospital. There was no patient involvement.

Manufacturer narrative:
Evaluation result: the manufacturer¿s international service technician reviewed the diagnostic event log. Error related to alarm led failed was confirmed to have occurred, per customer's report. In addition, the technician identified occurrence of multiple error codes suggesting that a spi (serial peripheral interface) bus failure occurred. The spi bus is an internal communication link between the cpu (central processing unit) and the gas delivery system. This communication link is what is used to read the calibration data for the pressure and flow sensors as well as to read the actual values of the pressure and flow sensors; a failure of the communication link can result in a vent inop condition of the pressure and flow sensors; a failure of the communication link can result in a vent inop condition. Resolution and disposition: the international service technician replaced the data acquisition pcba (printed circuit board) to motor controller pcba cable to address the finding.